Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a chest x-ray post device implant. X-ray exhibited the atrial lead dislodged and was located in the ventricle. On (B)(6) 2019 the atrial lead was revised. Post procedure the device check was functioning appropriately and x-ray looked acceptable. The patient was stable.